Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(4) 2018 that the transmitter was unable to connect to the insulin pump. Blood glucose at the time of event was 545 mg/dl. Blood glucose level at the time of call was 46 mg/dl. Customer reported treating with insulin pump. Troubleshooting did not occur. Making follow up about auto feature mode. Product will not return for analysis.